Manufacturer narrative:
Due diligence for additional information was executed. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for esophagogastroduodenoscopy (egd) colonoscopy procedure, while the patient was in the room, the b30 scope communication error was observed. There was no image. Troubleshooting was executed by swapping scopes and cleaning the gold section of the scope with alcohol. The device and the lightsource were turned on and off multiple times, with only a fuzzy image observed. Then the scope was wiggled at the insertion site and the entire system was power cycled. The image was received and the set up was successful. Procedure could be performed with a delay of 20 to 30 minutes. There was no adverse impact to the patient.